Event description:
Information received with return of the device does not address the patient's clinical status but notes no capture and open circuits for both leads. The setscrews were tightened, but there was no improvement. When the leads tested normal with an analyzer, the pulse generator was replaced.